Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of intraocular lenses (iol) the patient experienced refraction of 4.0d dioptric error. The lens was exchanged/repositioned in a secondary procedure. In surgeons opinion the problem can be in labelling - iol has a different dioptric power than is marked on the package. Additional information could not be obtained as the reporter is unwilling to follow-up.

Manufacturer narrative:
On initial MDR the evaluation result code of 3221 was an error, it should have been 156 and the evaluation conclusion code of 4315 was an error, it should be have been 25 on the original MDR. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. Internal investigation was raised as part of this investigation. The manufacturer internal reference number is: (B)(4).